Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via manufacturer representative who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that patient had pain at pocket. Suspected infection. Pocket drained. Plan to wash out and replace battery. Planned surgical intervention was on (B)(6) 2021.